Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) cannot on. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit for the reported malfunction. It was found that the button was hard to press. The unit was ok. The fse stated that the user is actually used to the old c.06 version and there is a new feature in the d.00 that the service mode will take slightly longer to load. The user was alarmed and logged this as a breakdown. The user was notified about these changes and they acknowledged that it was a false alarm.

Manufacturer narrative:
Firm has provided updated device identification information in alignment with gudid.